Event description:
An altitude alarm 21 was reported by a customer for their insulin pump. At the time of the event, the customer's blood glucose level was between 54-500 mg/dl (3.0-27.7 mmol/l), within a normal range, so there was no adverse impact to the customer's blood glucose level. The customer's insulin was temporarily suspended due to the altitude alarm, and several troubleshooting steps were taken, including cleaning the pump's speaker holes and replacing the cartridge, but the issue persisted. Subsequently, the customer was instructed to switch to an mdi backup therapy to ensure continuous insulin delivery. Technical support decided to replace both the pump and the cartridge, and a new unit was confirmed to be shipped to the customer. The customer was also informed about returning the malfunctioning pump with a prepaid label, following proper storage mode procedures.